Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 8f sheath prior to an interventional impella procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 12f and the interventional impella procedure was completed. In addition, a suture placement in the left common femoral artery (lcfa) was attempted with another proglide device via 8f sheath post procedure. Reportedly, there was no suture present when the plunger was removed. Another proglide device was used successfully. Hemostasis was achieved with the pre-placed proglide sutures on the rcfa and sutures on the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.